Event description:
It was reported to boston scientific corporation that an advantage transvaginal sling system was used during a procedure on (B)(6) 2010. According to the complainant, the patient experienced continued incontinence, erosion, chronic infection and dyspareunia. The exact nature and date of onset of these symptoms are unknown. All other information is unknown.